Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate shocks for svt (supra ventricular tachycardia). It was noted that there were two episodes where the device initially withheld for wavelet, but high rate timer ran out and the shocks then delivered. The device remains in use. No further patient complications have been reported as a result of this event.